Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported that the pump not retaining previous data could not be determined during the customer call. The case escalated to dchu. Dchu will contact customer for investigation. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the during an infusion the nurse shut off the pump and restarted it for an unspecified reason. While the system powered back on, the nurse selected "no" for new patient question. But the pump did not retain previous data. There was patient involvement, but the outcome was unknown. Although requested, no additional information was provided.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the during an infusion the nurse shut off the pump and restarted it for an unspecified reason. While the system powered back on, the nurse selected "no" for new patient question. But the pump did not retain previous data. There was patient involvement, but the outcome was unknown. Although requested, no additional information was provided.